Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm and was under delivering insulin and the blood glucose was high as 258 mg/dl, her current blood glucose was unknown. Troubleshooting was performed for power error. The customer was advised pump will be replaced. Advised to revert to backup plan as well as also advise to place pump in storage mode and remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.